Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, lead dislodgement was observed. It was noted that the lead helix could not be retracted due to tissue in the helix. The lead was not implanted and was replaced. The patient was stable.